Event description:
Rn was setting up the radial ebus (endobronchial ultrasound transbronchial aspiration) scope and was unable to get water in the balloon. Rn tried 2 other balloons, then changed out the air water button, and the scope worked fine. Two air water buttons were saved for investigation. No patient was harmed.